Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer got hospitalized twice due to high blood glucose. On (B)(6) 2018 they had blood glucose of 450 mg/dl at the time of the incident. The customer had a flu on the first event and on (B)(6) they had shortness of breath due to lung problems. The customer was given intravenous insulin to treat. The customer experienced highs again after their pump settings were adjusted and they were discharged. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer was very short on breath. The insulin pump will be returned for analysis.